Event description:
The customer reported approximately four (4) milliliters of fluid leaked underneath the laser assembly involving coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from the sample line tubing at the bottom of the flow cell. The fse replaced the tubing and adjusted the voltages. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control management plan at the facility. Beckman coulter, inc. (B)(4).